Manufacturer narrative:
Product ID 3889-28, lot# v840309, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient¿s implant ¿went wrong¿ and was bad. The patient wasn¿t sure what went wrong with it. The implantable neurostimulator (ins) was replaced in (B)(6) 2013. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.